Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was pt reported for the past month and a half they notice pain in their back, right side where the ins is located like burning/heating it resonated from the right to the left and they drive a bus and a car they feel it rubbing and burning like a stiff knee it went from their rectum to their vagina. Pt said they went to the clinic, to the pain clinic and last week they went to their interstim doctor. Pt said they had it on program 2 and dr (B)(6) put it on 1 and it was fine for about a week but then the pain came back and pt said they want the ins removed. Pt said they also noticed starting 2 or 3 weeks ago they can't make it to the bathroom, they can't stop it, like when they are getting out of the car or when they get home, the made a trail today from the door to the bathroom. Reviewed the options to turn stim down, change programs or turn stim off until they can work with their doctor. Pt was successful to connect and reduce stim during the call. Pt confirmed they did not feel pain at the moment and would try it there. Offered and sent email with quick guide, interstim information. Redirected to their doctor. On 2026-jan-27 additional information was received from a manufacturer representative (rep). The rep repeated previous information about the device not working for the patient and the patient experiencing pain in their back and hip. The rep reported that the device was explanted within a year of implant, but the patient couldn't remember the date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.